Manufacturer narrative:
Report source: mcpherson, e. J., vaughn, b. K., keppler, l., brazil, d., & mctighe, t. (2015). The incidence of dislocation (utilizing a neck sparing stem) in community based practices with the posterior approach. Reconstructive review, 5(2), 13-18. Doi:10.15438/rr.5.2.106. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Condition is addressed in the associated package inserts. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on the review of the journal article, "the incidence of dislocation utilizing a neck sparing stem in primary tha in community based practices with the posterior approach". It was reported that post primary tha, one (1) patient underwent revision of the acetabular cup due to aseptic loosening. In this case, the modular femoral neck was removed and exchanged in order to facilitate acetabular exposure. There has been no further information provided and the patient outcome is unknown.